Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va108dz, implanted: (B)(6) 2015, product type lead; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).

Event description:
The manufacture representative (rep) reported having a ¿faulty¿ implantable neurostimulator (ins) during the implant procedure. Impedances were checked on the case which showed ¿???¿ readings despite trying multiple setting configurations, disconnecting and reconnecting lead, and cleaning. A new ins was connected and all measurements were within normal ranges, resolving the issue. No injuries or interventions occurred. The rejected ins was returned for analysis. Cause remains unknown. Follow up was conducted to obtain additional information.

Manufacturer narrative:
Analysis of the ins found no anomalies. Initial review findings had invalid parameters, but later normal impedances were shown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.